Manufacturer narrative:
The ae assessor spoke with the pt. For further investigation of the report of a vgo site issue. The patient stated to the ae assessor that he developed an "infection" at a v-go site on the right side of his abdomen/side from a v-go he applied around (B)(6) 2019 (pt. Was unsure of the exact date he applied this particular v-go). Patient states he changed and rotated his v-go site every 24 hours. Patient reports he cleaned the v-go application site with alcohol prior to applying the v-go. Patient told the ae assessor that he noticed redness, warmth and a painful lump at a v-go site which continued to worsen in discomfort and redness. The exact date the patient noticed these symptoms was not provided by the patient. The patient went to an emergency room either on (B)(6) 2019 or (B)(6) 2019 for treatment of the site symptoms. The patient states the emergency room physician diagnosed him as "having an infection" at the site, "drained the infection" and prescribed antibiotics. The patient was not admitted to the hospital; he was kept in the emergency room for almost 24 hours before being discharged to home. The patient reported the v-go site discharge was "black drainage and it was painful". The patient bg on v-go was reported as around the 160's which is the reported as the same range as his usual bg values using insulin injections. The patient states he is still on antibiotics (name not provided by the patient) and has a follow-up appt. With his hcp. The patient was limited in the amount of information he was willing to provide the ae assessor. When pressed about the current condition of the site the patient stated, "it is healing". Patient denied any further drainage at the v-go site in this complaint. The site is currently bandaged; the patient states he is monitoring the site and changing the bandage. The patient states the hcp instructed him to stop v-go use and to return to insulin injections for bg mgmt. The location of this vgo device is unknown.

Event description:
Territory business leader (tbl) reported that the patient stated he was not feeling well on (B)(6) 2019. Tbl reported the patient stated seeing a boil at the needle insertion point when he removed the v-go worn that day. Tbl reported that the patient stated he went to an emergency room to have the boil removed.